Event description:
It was reported that the customer was experiencing high blood glucose. Customer also reported had low blood glucose of 47 mg/dl due not eating enough for the insulin she took. Customer stated that she was hospitalized due to flu, pneumonia and mono. Customer's blood glucose was 258 mg/dl. Troubleshooting was done for high blood glucose. Customer stated her mouth was little dry. Customer treated high blood glucose with the insulin pump. During the troubleshooting, the insulin pump passed the high pressure test. Customer mentioned that the site was sore die to the infusion set was not inserted all the way. Customer stated there was a gap between the plastic piece and the needle. The customer was advised to return the infusion for analysis. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.